Event description:
It was reported that during a pta treatment procedure for a 95% stenosis in a shunt, balloon catheter deflation difficulties were encountered. The number of inflations and atms are unknown. The physician was unable to deflate the balloon after the second inflation. The physician exchanged the inflation/deflation device to attempt to deflate this product. The balloon catheter was deflated successfully with the new device, but, following the third inflation, the physician was again unable to deflate the balloon. The physician was finally able to deflate the balloon and remove it successfully by inserting an 18 gauge needle through the skin and puncturing the balloon. The patient status is reported as "good."